Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: a review of the device labeling is adequate to prevent the reported event. See labeling attached to preliminary evaluation attachments on sample evaluation tab. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Valve type: use luer syringe. Do not use needle. Visually inspect the product for any imperfections or surface deterioration prior to use. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there is a hole in the bifurcation at the balloon port.